Event description:
A talent stent graft system was implanted ina pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was described as the aortic neck angulation 20 degrees and the iliac arteries severely tortuous. The pt had a type ii endoleak, however, the physician believed that it was a type I endoleak. The physician elected to treat the pt the following day. The physician ballooned the stent graft and inadvertently pulled the stent graft down. The physician placed a talent cuff 34 proximal to the bifurcated stent graft to correct the pulled down stent graft. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: (grafts were inadvertently pulled down by the user), (iliac arteries were severely tortuous), (endoleak). Eval: conclusion: (grafts were inadvertently pulled down by the user), (iliac arteries were severely tortuous).